Event description:
It was reported that the 9600 system had a collimator iris potentiometer error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on-site investigation. The collimator was calibrated during the service call. The system was tested and found to be working as intended, and put back into service.